Event description:
It was reported that during a meniscus repair, biorci screw was broken, biosure screw was used instead of biorci's one. No patient injury was reported. The case was completed with a new biorci screw. No additional bone hole required.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.